Event description:
The or nurse reported on behalf of the user facility the following event. The user facility had difficulty with the external drainage system. The three-way stopcock which allows the cranial-spinal fluid ("csf") to flow from the burette to the drainage bag broke twice on the external drainage system, preventing csf to drain into the bag. No patient impact was reported.

Manufacturer narrative:
The device is not expected to be returned for evaluation. An investigation has been initiated based upon the reported information.